Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the right ventricular (rv) lead exhibited a high capture threshold. The rv lead failed to extend after the lead unscrewed many times. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were failure to extend the helix and a high capture threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported helix issue was confirmed. The cause of the reported helix issue was isolated to the helix being clogged with blood. The reported unacceptable threshold was not confirmed. Electrical testing found no indication of conductor fractures or internal shorts.